Event description:
It was reported that the customer's insulin pump had unresponsive buttons, and it was stuck in the main menu mode. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a frozen display as a result of the corroded electronic assembly and motor home switch. However, no damage was found on the keypad trace. Further testing could not be performed due to the frozen display and unresponsive buttons. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.